Manufacturer narrative:
The full patient identifier is (B)(6). Device evaluated by MFR: the access high sensitivity troponin I reagent was not returned for evaluation. No error messages or issues with other assays were reported in connection with the event. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. The results obtained before the questioned high results were not provided and were not questioned by the customer. There were no reports of hardware interventions performed or hardware parts replaced. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A precision run was run and recovered as expected (data was not provided). In conclusion, the cause of the event could not be determined with the available information. There is no evidence to reasonable suggest an instrument malfunction. Note: the customer reported change to patient treatment or management for two (2) patients based on the erroneous hstni results. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. The second full patient identifier is (B)(6).

Event description:
On (B)(6) 2022, the customer reported non-repeatable false elevated troponin I (access high sensitivity troponin I, part number b52699, lot number 125672) patient results were generated on the customer¿s dxi 600 access immunoassay w/spot b analyzer (part number a71460, serial number (B)(4). The physician questioned the high hstni results. Two patients were admitted to the hospital and given heparin. No additional impact or change to patient treatment was reported in connection with the event. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. This report will address patient one. On (B)(6) 2022 the initial hstni patient 1 result was 717.4 pg/ml, repeated as less than 2.3 pg/ml. The sample was run on alternate dxi (serial number 901927) and the result was 2.5 pg/ml. The patient was redrawn and run on alternate instrument the same day and the result was also 2.5 pg/ml. No error messages or issues with other assays were reported in connection with the event. There were no reports of hardware interventions performed or hardware parts replaced. Calibration passed on 04jun2022 using reagent lot 125672 and calibrator lot 125310. Qc was passing within the laboratory¿s established ranges. System check passed on 13jul2022. A precision run was run and recovered as expected (data was not provided). The samples were all drawn at site and processed immediately. There were no issues with sample integrity reported by the customer. Samples are spun on the automation line at 6000-8000 rpm for seven (7) minutes and run from original tube. No further sample information was provided.